Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported no downstream occlusion problem. It was determined that the mainboard was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that before infusion the pump had no downstream occlusion. The device evaluation was able to verify no downstream occlusion. There were no patient involvement and no harm.